Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a device check. Upon investigation, the left ventricular (lv) lead impedance was found high, out-of-range. The impedance was checked a total of 6 times: 3 times were within normal limits and 3 times were high, out of range. No changes were made. The patient was stable.

Event description:
Additional information received noted that the left ventricular (lv) lead demonstrated fracture, loss of capture, and high out of range impedance. The lead was capped and replaced on (B)(6) 2021. The patient was stable.